Event description:
The patient called lifescan and alleged the one touch basic original was displaying not ok when powered on. The medical affairs specialist unsuccessfully attempted to contact the patient to confirm the info. No symptoms are reported, however the pateint went to the hosp and took insulin. There is not sufficient info to report this as an adverse event, however it is reported as a malfunction, sinced the not ok appears when powered on. The meter and test strips were replaced with return expected. The medical affairs specialist sent a letter to the patient.